Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the issue of no symptom relief had been mostly resolved. They mentioned that they were going to change the "dosage" again. The patient stated that they changed programs as a step to resolve the issue. They noted that they had no idea why a change was necessary when asked information regarding the circumstances that led to having no symptom relief.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gas trointestinal/pelvic floor. It was reported that patient experienced loss of symptom relief. Her symptoms had returned for about last week and symptoms were the same as before the implant. She was not sure of this was gradual or sudden change. There was no fall or trauma could be related to the issue. The patient did not have 50% symptom control or better. The patient was feeling stim on the day of this call. She was on program 1 at 2.5v and stim was on. Patient stated every time she stands, she rarely would make it to the bathroom in time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.